Manufacturer narrative:
Onsite analysis of the system found no errors with the system. No failures were found, the system was found to be working as intended. A representative provided the recommendations to save their images to the correct format. The site's procedure was found to be the cause of the original complaint and has been alleviated by providing the protocols. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a manufacturing representative (rep) made a visit to the site and it was realized that the scan/dataset the customer asked the rep to load was not suitable for the navigation system as it only contained one slice, spectroscopy. It was noted that the rep had requested the site to give them a volume scan in order to work on the navigation system.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), spectroscopy scans could not be loaded onto the navigation system. It was reported that the spectroscopy scans were in rgb formatting, and when updated to digital intercommunication of medicine (dicom) grey scale, the reported issue was not resolved. There was no patient present when this issue was identified. No additional information was provided.